Manufacturer narrative:
Date of report :02/18/2019, date rec¿d by MFR : 02/17/2019. Failure analysis replicated. Root cause determined to be failure of u28 component which affected spi bus operation, resulting in the reported error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 05dec2018. Date of manufacturer: 04dec2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer previously replaced the data acquisition board to address the issue; however, the error persisted. The customer then powered up the unit in service mode and the alarm activated immediately. The battery 24 and 35 volt readings were zero. It was recommended that the customer replace the power management board. The customer reported that after changing a front bezel on the unit, the unit logged other codes that indicated an spi bus failure. Also the unit would not power on in diagnostic mode with the battery connected. The customer reports when the device powers on using alternating current (ac) power, the battery indicator is still in the lower left of the display. The manufacturer's fse was dispatched for onsite support.

Manufacturer narrative:
PMA/510k : 09aug2019. Date of report: 09aug2019. The central processing unit (cpu) was returned to the manufacturer for failure analysis. The board revealed no signs of contamination. There was no failure found after testing the cpu board. The original reported cause of failure remains unchanged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 04dec2018. Philip's field service engineer (fse) replaced the motor controller board and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit logged an error code (#1007 machine and proximal sensor failed). The device was in use at the time of the event; however, patient harm is unknown. The event date was not specified; estimate used.